Event description:
Per distributor MDR #243477-2026-00015: drive devilbiss healthcare was notified of an incident involving a rollator by the end user who reported the weld at the crossbar broke causing the end user to fall. The end user caught himself and noticed a hernia that evening in his groin area. The end user required emergency surgery to repair the hernia. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.